Event description:
Clinical study. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented with stable angina for the index procedure. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis, a length of 18mm and reference vessel diameter of 3.25 mm. The target lesion was treated with pre-dilatation and placement of a 3.5x24mm study stent with 0% residual stenosis. The patient was discharged one day later on protocol doses of asa and plavix. The patient underwent cardiac catheterization in 2006 due to intermittent chest pain radiating to her right shoulder, occurring on exertion and at rest, and shortness of breath. Cardiac catherterization revealed 90% in-stent restenosis of the mid lad and 80% stenosis of the proximal circumflex (cx). The mid lad was treated with a 3.0x12mm taxus stent. The proximal cx was treated with a 3.0x12mm taxus stent. The physician noted it was possible the serious adverse event was related to the study device. The event was reported resolved the next day. In the opinion of the physician, there is a possible relationship between the tvr and the stent. The study has yearly follow ups, and the site was not aware of the event until the 5 year follow up appointment.

Manufacturer narrative:
A review of the manufacturing records for this particular batch namely top assembly batch # 4428786 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.